Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the surgeon fired to pulmonary parenchyma with two different types of reload. For resection of pulmonary vein, a yellow reload was used and the surgeon clamped the vein. The surgeon tried to squeeze the handle however the handle was locked just before the vein resection. The surgeon pulled the black return knob back and confirmed the tissue was not damaged. It was replaced by new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.